Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a system failure that the battery has depleted after the infusion was completed. There were no adverse events reported.